Event description:
It was reported that the patient went through a metal detector device at a prison. The patient was told that it was safe to go through the detector by the security guard. The ins was turned on when the patient went through the metal detector. Following the exposure, the patient reported that the dbs was not working quite as well, and she was having more trouble with the right side. It was also reported that the patient saw the patient alert screen on the patient programmer. The alert was a programmed feature that the hcp set up to have the patient check her device every day. The patient checked her device with the programmer and determined that the ins was on and okay. It was noted that the patient had "over did it" the day before, and that may have been the cause of her not feeling well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40 lot# va05k31, implanted: 2013 (B)(6), product type lead product ID 748351 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).